Event description:
(B)(4). Since I've had essure implants my body has suffered dearly, mentally, physically, emotionally. Daily headaches, migraines, fatigue, massive weight gain, daily abdominal pain, stabbing pains in vaginal opening, bowel problems, urgency to urinate, vaginal odor, brain fog/ memory loss, dry skin, hair has thinned out by handfuls, loss of sex drive, dental problems, cysts on my ovaries that have erupted and caused many doctor and ER visits. This is only a fraction of the problems since I've had essure implanted.

Event description:
#Fdamw5058324 (B)(4). Just had first of two surgeries. Went to ER with bad abdominal pain. 6cm cyst causing ovarian torsion. My left ovary was removed along with my left fallopian tube.

Event description:
(B)(4). Just had my second surgery. I had to have a full hysterectomy. I had my cervix, uterus and right tube removed, and a vaginal cuff. All of those organs were fused together from so much inflammation.